Event description:
Additional information received indicates that this event was an iol exchange due to a surprise outcome on a post lasik patient. There were no issues reported with the iol.

Manufacturer narrative:
Additional information received indicates that this event was an iol exchange due to a surprise outcome on a post lasik patient. There were no issues reported with the iol. Based on the additional information, the medical review was revised to unrelated for device causality and probable for procedure causality; the report does not suggest the device failed to meet labeling or performance specifications. The most probable root cause is prior refractive surgery. There has been one prior complaint reported for this lot, also attributed to a refractive error. Based on this new information, this case is no longer considered to be a reportable event. No additional investigation or corrective action is necessary at this time.

Manufacturer narrative:
Product evaluation has been completed. One intraocular lens (iol) was returned without the original packaging. The part number and serial number could not be verified. However, the lens has the appearance of the lens type reported in this event. Particulates, saline dentrites and dried solutions were visible on the optic. Visual inspection found a large portion of the optic has been torn off and was missing. The cause of the damage could not be determined. Functional and diopter testing could not be performed due to the damage. The product evaluation could not verify the failure mode due to the condition of the returned product. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the available information, a root cause for the reported event could not be determined. No additional investigation or corrective action is necessary at this time.

Event description:
It was reported that the patient had an intraocular lens (iol) explanted approximately five and one-half weeks post-implant, due to dissatisfaction with their vision. Although requested, additional information has not been provided.